Event description:
Customer reported that all the monitors of the electrophysiology (ep) cockpit went blank. Physician had no video and had to wait for a system reboot to resume case, there was no injury to pt.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.